Event description:
The customer reported to beckman coulter hotline support that their lx20 pro instrument was failing carbon dioxide (co2) calibration. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer was not dispatched. Upon troubleshooting the issue, the customer found the ise waste drain valve, j2, was obstructed, causing the ise drain to overflow. The customer removed the obstruction to correct the ise overflow. (B)(4). Customer resolved the issue.